Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device would not cut a good graft. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the device wouldn¿t cut a good graft and needs a new blade; it didn¿t event mesh without a specimen. The event occurred during surgery on (B)(6) 2017 with no harm or delay. On (B)(6) 2017, it was clarified that the event was not identified immediately upon opening the device and before first use and did not occur during the first ever use of the product. The harvested graft was usable and there was no additional graft taken. The dermacarrier was at room temperature during use and the device has not been repaired by anyone other than zimmer biomet. There was no other device used to complete the surgery and the surgical technique for the product was utilized. The customer returned a meshgraft ii device, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the device needed calibration and the cutter, roller, and handle were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an issue evaluation. Initial qa inspection of the meshgraft ii by on july 31, 2017 revealed the side plates were loose. The calibration was within specification and the device produced a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the cutter, roller, worn side plates, and repaired the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event was non verifiable during the initial inspection the service technician could not duplicate the reported event. The reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the cutter, roller, worn side plates, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.